Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings, up to 100 points off and causes the threshold suspend to be activated. He reported that there were no serter issues. The blood glucose reading was 181 mg/dl when the sensor reading was 81 mg/dl. The sensor was not returned for analysis.